Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a pacing system implantation was performed on (B)(6) 2018. After venography, the ventricular lead was successfully implanted and normal electrical performances were observed with a pacing system analyzer (psa). The subject atrial lead was fixed on the right auricle, noise (similar to alternating electric current) was observed on the egm of the psa and the amplitude of the atrial wave could not be measured. The alligator clips and the lead tip position were changed, but no improvement was observed. The atrial lead was fixed again on the right auricle and electrical measurements were performed; the capture threshold was measured at 3.0 v/0.5 ms and the lead impedance was 460 ohms. However, noise was still observed on the egm and the atrial wave amplitude could not be measured. As the atrial waves were clearly visible on the external ECG, a myocardial issue was excluded. A second atrial lead was fixed on the right auricle. Noise was still observed on the egm, however it was noted that the noise amplitude had reduced. Atrial waves were observed along with noise; however their amplitudes could still not be measured. The lead was then connected to an external pacemaker and the atrial threshold was measured at 1.0 v/0.5 ms. The amplitude of the atrial wave could still not be measured. A third lead was fixed on the right auricle. Noise, with small amplitude, was observed and the atrial wave amplitude could still not be measured. The lead was then displaced to the atrial septum. Psa measurements showed that the atrial capture threshold was 0.9 v/0.5 ms, but the atrial wave amplitude could not be measured. When connecting the lead to an external pacemaker, the atrial wave amplitude was measured at 0.7 mv. The lead was then connected to the pacemaker, and normal electrical performances were observed. The pacemaker was then implanted in the pacemaker pocket, ending the procedure.

Event description:
Reportedly, a pacing system implantation was performed on (B)(6) 2018. After venography, the ventricular lead was successfully implanted and normal electrical performances were observed with a pacing system analyzer (psa). The subject atrial lead was fixed on the right auricle, noise (similar to alternating electric current) was observed on the egm of the psa and the amplitude of the atrial wave could not be measured. The alligator clips and the lead tip position were changed, but no improvement was observed. The atrial lead was fixed again on the right auricle and electrical measurements were performed; the capture threshold was measured at 3.0 v/0.5 ms and the lead impedance was 460 ohms. However, noise was still observed on the egm and the atrial wave amplitude could not be measured. As the atrial waves were clearly visible on the external ECG, a myocardial issue was excluded. A second atrial lead was fixed on the right auricle. Noise was still observed on the egm, however it was noted that the noise amplitude had reduced. Atrial waves were observed along with noise; however their amplitudes could still not be measured. The lead was then connected to an external pacemaker and the atrial threshold was measured at 1.0 v/0.5 ms. The amplitude of the atrial wave could still not be measured. A third lead was fixed on the right auricle. Noise, with small amplitude, was observed and the atrial wave amplitude could still not be measured. The lead was then displaced to the atrial septum. Psa measurements showed that the atrial capture threshold was 0.9 v/0.5 ms, but the atrial wave amplitude could not be measured. When connecting the lead to an external pacemaker, the atrial wave amplitude was measured at 0.7 mv. The lead was then connected to the pacemaker, and normal electrical performances were observed. The pacemaker was then implanted in the pacemaker pocket, ending the procedure.

Manufacturer narrative:
Please refer to the attached analysis report.